Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient had a kinetra (B)(4) replaced with an activa (B)(4) in (B)(6) 2009. The follow-up detected abnormal high impedances for all contacts on the right side. The system was checked surgically in (B)(6) 2011 and the impedances on the right side were very high, even after the lead extensions were changed from one channel to the other. A problem with the ins was suspected and it was explanted and replaced. It was reported that after surgery a programming error of the activa arose as the probable explanation of the problem. Additional information has been requested, but was not available as of the date of this report.